Event description:
The customer reported falsely low wbc generated from cell dyn sapphire analyzer. The customer provided the following data: customer performed an analyzer autoclean and qc was running about 1/2 of usual values for all indices. Customer performed another autoclean and qc was acceptable. The customer reported that 9 patients had wbc values close to or at 0. Customer provided the following example: wbc was 0 and 11.5 when tested on their other analyzer (customer reference range 4-10). Customer verified none of the discrepant results were reported to the clinician. Upon analyzer assessment, the customer noted that a tubing on the analyzer had a hole in it. The customer reported that the tubing was replaced, which resolved the issue. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The cell-dyn sapphire serial number (B)(6) was evaluated. Upon analyzer assessment, the customer noted that a tubing on the analyzer had a hole in it. The customer reported that the perist pmp tubing-md was replaced, which resolved the issue. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the cell-dyn sapphire analyzer or the perist pmp tubing-md with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the perist pmp tubing-md as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the cell-dyn sapphire serial number (B)(6) or the perist pmp tubing-md.

Event description:
The customer reported falsely low wbc generated from cell dyn sapphire analyzer. The customer provided the following data: customer performed an analyzer autoclean and qc was running about 1/2 of usual values for all indices. Customer performed another autoclean and qc was acceptable. The customer reported that 9 patients had wbc values close to or at 0. Customer provided the following example: wbc was 0 and 11.5 when tested on their other analyzer (customer reference range 4-10) customer verified none of the discrepant results were reported to the clinician. Upon analyzer assessment, the customer noted that a tubing on the analyzer had a hole in it. The customer reported that the tubing was replaced, which resolved the issue. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.